Event description:
This is filed to report clip opening while locked. It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4 and an enlarged atrium. An xtw clip (21208r1091) was inserted and deployed on the mitral valve. However, after deployment, it was observed the clip opened to approximately 30 degrees. To stabilize the clip, another xtw clip (21208r1089) was inserted and advanced into the left atrium (la). While turning the arm positioner, resistance was felt, and the clip arms were observed to be jumping. Due to the device issue, the clip was removed and replaced. An xt was inserted and deployed on the mitral valve without issues, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on the available information the cause for the reported unintended movement (clip open - locked) associated with the unintended clip opening while locked cannot be determined. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. Cine review: one (1) fluoroscopic still image of the reported device was provided. In the image, the clip can be visualized fully deployed (mechanically separated) from the l-lock shaft of the delivery catheter (dc), with the dc partially retracted. The clip arm angle appears to be ~25° - 35°. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it is apparent the clip is opened slightly beyond the fully closed position (~10°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image.